Manufacturer narrative:
(B)(4). Evaluation, results: pseudoaneurysms. Evaluation, conclusion: pseudoaneurysms.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm 23 months ago. (Ref MFR 2953200-2008-01116) aneurysm and vessel morphology at the time of implant and currently were not reported. It was reported that the patient developed a proximal and a distal pseudoaneurysm; however, there were no endoleaks proximal or distal to the stent graft. (MFR #2953200-2010-01574) the physician elected to implant a proximal main device and two distal main devices. The pseudoaneurysms we excluded. No additional clinical sequelae were reported and the patient is fine.